Event description:
It was reported that a flo-gard infusion pump had a slide clamp failure. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection revealed that there was a clamp inserted in pump channel 2. The cause of the reported condition was determined to be the blue slide clamp that was left in the channel. To correct the condition, the slide clamp was removed from the channel. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.